Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12880. Reference MFR. Report#: 1627487-2018-12881.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12880. Reference MFR. Report#: 1627487-2018-12881. It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated multiple low impedance values. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken and the lead was explanted and replaced. Stimulation was established post-op.